Event description:
Hold for rh 1.24 the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -13.5/+3.5/172 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens. This resolved the problem. The cause of the event was reported as a patient related factor and unknown and noted "anatomically narrow sulcus". Additional it was unknown if the device failed to perform as intended.

Manufacturer narrative:
Medical device problem code: 1494. Claim#: (B)(4).